Event description:
The pt reported that she was hospitalized with blood glucose measuring 40 mmol/l and large ketones. She got an infusion with nacl and later with insulin. The pod was worn on her abdomen for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.